Event description:
One pt sample with discrepant hcg results. Initial result gave < 0.5 miu/ml, and was reported to the physician. The sample was repeated by another method resulting as strongly reactive, date of testing not provided. In 2008, the sample was diluted and repeated using the initial method resulting at 29,998 miu/ml. The reported result was corrected. No adverse events were reported to the customer. The field service representative was unable to determine a cause, but noted he replaced the sipper probe, with no conclusive evidence that the probe was the cause of the issue. Performance tests were performed and within specification.